Manufacturer narrative:
Date of report:06/05/2019. Date rec'd by MFR: 06/10/2019. Failure analysis on the returned blower motor shows that the reported complaint of air source fault was not duplicated. No fault was found on the returned moog blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 27feb2019, date rec¿d by MFR : 26feb2019. Information was received that there was no patient involvement at the time of the reported event. The service engineer (se) inspected the device and replaced the blower assembly to address the issue. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was generating an air source fault error code. No patient harm reported. Event date not specified; estimate used.